Manufacturer narrative:
Investigation is not complete. Device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occured in another country.

Event description:
Allegedly the implant has broken.